Manufacturer narrative:
(B)(4) fiber to be broken within the connector. Visual analysis of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The aiming beam was clear, round and weak with an effective transmission of 30.5%. Functional analysis revealed that the aiming beam discontinued transmitting light, indicating that the fiber was broken within the connector. The event description and noted damages indicate that performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber would not fire laser energy and the aiming beam was not visible. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.